Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient was having a replacement due to long charge times. No patient symptoms reported. Additional information received from the manufacturer representative reported that the patient was upgrading to intellis due to excessive charging time.